Event description:
Multiple medfusion 4000 pumps in hospital fleet require a main board replacement but smith's does not have the part available. Several months ago - 20 boards ordered by hospital. Two weeks later - 50 boards ordered by hospital. Two weeks later - requested update from smith's medical were told they were back ordered and expected stock available in 2 weeks. Next week - hospital staff member told in person at smith's medfusion training that board delay was due to boards failing function checks with the manufacturer. When boards were expected - hospital checked in since this was the expected date of new stock. Smith's replied still on back order and waiting on release dates from production. A month later - follow up again and was told supplier was estimating a few weeks later for parts availability. A few weeks later - requested update and smith's replied sending 10 boards overnight but 60 boards still back ordered. Expected in 2-4weeks. A few days later - smith's reached out if issues were resolved replied back with our information on ongoing issue. A few days later - smith's reached out with proposal to swap out pumps that hospital sends in not as loaners but reassign ownership. They noted that expected date of 2 weeks later for new boards was not guaranteed. A few days later - hospital sent smith's list of serial numbers that need to be swapped out and is awaiting further instructions. The board shortage has created a pump shortage with 18 pumps out awaiting service for that reason alone and over 30 when all other failures included. This can delay patient care and also create the potential for patient harm. Swapping out units will still be time consuming and as seen from the timeline the communication on when the part is available is not adequate for repairing devices and returning them to use. Manufacturer response for syringe infusion pump, medfusion 4000 (per site reporter).